Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2012 and a sling was implanted. It is unknown which date the sling was implanted on. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06275 and 2210968-2012-06276 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat incontinence and a cystocele. The patient underwent mesh explantation/revision on (B)(6) 2012 due to recurrent pelvic organ prolapse, 2nd to uterovaginal prolapse, a cystocele, a rectocele and an enterocele, recurrent stress urinary incontinence, significant dyspareunia 2nd to previous mesh prolapse repair. The patient underwent the concurrent procedures of a vaginal hysterectomy, anterior colporrhaphy with vaginal/paravaginal repair, vaginal vault suspension of the uterosacral ligaments, posterior colporrhaphy, cystoscopy with left ureteral catheterization, and new mesh implantation during mesh explantation/revision. (B)(4).